Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) shutdown unexpectedly during patient transport. The shutdown occurred after only 30 minutes of use and the batteries were 3/4 full. The customer plugged the iabp into ac power and it ran without issue. No adverse event has been reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and reported the iabp shut off during patient transport. The fse tested the batteries and they failed the minimum run time test. The fse replaced the batteries and performed all checkout procedures. The iabp passed all testing and was retuned to the customer cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) shutdown unexpectedly during patient transport. The shutdown occurred after only 30 minutes of use and the batteries were 3/4 full. The customer plugged the iabp into ac power and it ran without issue. No adverse event has been reported.